Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) stated that the customer had reported a failed cubie in edorange. The fse found no issues and successfully tested the drawer and cubies using inventory. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, pocket was not opening. The customer reported that there was no delay, but malfunction occurred during the dispensing of the narcotic to the patient. There were no adverse events or injuries reported based on this incident.